Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported that the patient had not used it in ¿over two years¿ and was overdischarged. It was noted that the patient did not use it as they had it for leg pain and no longer needed it. It was further noted that there was continued pain at the lead location described as middle of back. The plan was to attempt to pull out of overdischarge first and assess. It was noted that an explant was considered. Additional information received that a physician mode recharge (pmr) did not effectively reset the device and the patient opted to have the stimulator removed. The patient had bad thoracic pain at the site of electrode entry. It was noted that it was a ¿deep¿ pain ever since implant. The patient was scheduled for removal in the hop that the thoracic pain would go away. It was noted that it was worse than the pain for which the patient was implanted. Additional information received reported that the patient had not used the stimulator in two years prior to report. The patient had chronic pain in their mid-back where the leads were implanted. It was noted that the pain was ¿so severe¿ it would ¿wake [the patient] from sleep and ¿kept [the patient] from doing more than basic housework.¿ the patient could not ¿do much other than walk a bit.¿ it was noted that any ¿over exertion¿ would put the patient in bed for a day or two. The patient noted that the pain was ¿so intense¿ that it caused them to vomit. The patient was in pain 24 hours a day. The original pain in the patient¿s lower back and sciatic nerve remained and the patient was unable to do physical therapy because of the middle back pain. The patient attempted to limit their intake of pain medication. Eight months later, additional information received reported that the stimulator was overdischarged. The patient had not used it for years and wanted to start using it again. A pmr would be attempted. The next day, additional information received reported that after five attempts the pmr did not effectively reset the device. Symptoms included a loss of stimulation. It was noted that it was a ¿major challenge and burden¿ to recharge and the patient was only able to acquire six bars sometimes. It was noted that usually it was ¿just four.¿ the patient was going to see the healthcare professional (hcp) about a replacement to a non-rechargeable. The patient was waiting for the appointment with the hcp. Additional information was requested but was not available at the date of report.